Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited low pacing impedance since the implantable pulse generator (ipg) generator changeout. Aging degradation was suspected to be the cause. The lead remains in use. No patient complications have been reported as a result of this event.